Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed. A review of the available records identified findings of the reported issues. Some abductor weakness, improving; xrs show stable implant. Consultation note - continuous hip pain, pain did not go away after surgery. Severe pain that became worse two years ago. Dictated results of elevated urine metal ions: cobalt 146 (normal is only up to 21.2), chromium 63.3 (normal is up to 15.4). Xrays display cup and stem well fixed without other identifiable abnormalities. Revision op note: dx: painful mom; spinal anesthesia, lateral approach; no signs of loosening, necrotic tissue or abnormal fluid; vigorous attempts to remove head from trunnion unsuccessful; extractor instrument broken during attempt; cup was not loose and stem well fixed. Bur used to loosen stem through eto. Eto closed with 3 cerclage wires. Due to eto and bmi 41.76, will be toe touch weight bearing x 6 weeks, no active abduction x 3 month. Discharge summary, dc home ¿however, intra-operatively, the femoral head could not be separated from the stem. He therefore required a femoral osteotomy to remove the femoral stem/head component.¿ transfused 1 unit rbc in pacu due to blood loss during the surgery a definitive root cause cannot be determined for the metal related pathology. No problem was found in relation to the blood loss after review by a hcp. Additionally, no problem was found with the head and stem not separating. Per the cold weld memo, the devices are designed to achieve stable, long-term fixation. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - head. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately five years post-implantation, the patient underwent a left hip revision due to progressing pain and high metal ions. During the revision, the head was unable to be removed from the stem. An eto was preformed and all components revised. The stem was secured with cerclage cables. Following the procedure, the patient was transfused with 1 unit of packed red blood cells due to blood loss during the procedure. Attempts have been made and no further information has been provided.